Event description:
It has been reported to philips that while loading a patient onto the table for a gastrostomy tube placement, the swivel lock released and the table started to pivot. There was no delay to the procedure and there was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. According to the additional information gathered, the patient was undergoing gastrostomy tube installation (the insertion of a feeding tube straight into the stomach), had a tracheostomy, and was on a ventilator. When the patient was transferred to the hover mat, the table began to pivot even though no buttons were pressed. The user had to reposition the table to move the patient. However, no harm or injury to the patient or user has been reported. The philips remote service engineer (rse) assessed the system remotely and confirmed that while moving a patient onto the table for gastrostomy tube placement, the swivel lock was unlocked, causing the table to pivot. Rse confirmed a mechanical problem with the pivot brake or detent. The philips field service engineer (fse) evaluated and troubleshooted the system on-site. Fse discovered that the table pivot brake assembly did not fully engage. The supplier's part examination determined that the pivot brake system failed due to wear and tear. Each brake block showed obvious evidence of wear and tear on the side that connects to the metal block on the floor. Several corrosion areas were apparent on the blocks, as well as small gauges in one of the brake blocks, and residue of worn black material from the blocks had accumulated inside the threading in the middle of the blocks and the surrounding assembly. To resolve the issue, fse replaced the pivot brake assembly, restoring system operation. Following replacement, the system was restored to good operating order. The codes were updated based on the investigation outcome.